Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection confirmed the failure of both devices. The positive lock bolt was fractured at the top of the threaded section. The threaded section was still in the device and the knob was also returned. On the other device, the positive lock bolt was bent on the threaded end and damaged on the knob end. The bumpers were damaged on both sides of the bolt and both arm covers were missing. Both devices exhibit signs of wear/usage. A review of complaint history did not reveal additional complaints for the listed batches for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that knob broke during case, historical data shows that a previous serious injury was reported for this same instrument. For this case there's no report of any serious injury to the patient.